Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up with the health care professional reported there were no concerns regarding device performance prior to the patient death. The patient had lung cancer and copd and was to transfer home to hospice, but died in the hospital prior to this.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) device - inconclusive analysis. Additional analyst comment - at explant a transient high current condition on voltage regulated supply for analog and digital circuits resulted in momentary decrease in regulated supply voltage. The glitch detection circuit initiated a power on reset firmware operation. This cleared any potential longevity data.